Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Received call from pharmacy intern at the poison control center. Presently, she is a student under division chief of pharmacology/toxicology at (B)(6) hosp and a clinical professor of pediatrics and emergency. They have a committee that is trying to figure out why this (B)(6) child had epileptic seizure after her catheter was flushed. The description is vague and the info is vague. Unable to obtain info on product number, nurse or pt. It was (B)(6) child with a dual lumen hickman. The child was getting tpn in one lumen and on a special psa pain pump that can only be activated by nurse or the pt family. The nurse was changing the end cap and flushed the catheter; then the child had an epileptic seizure.